Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in surgery and received two inappropriate shocks. The nurse stated that a magnet was used for the device but review of the remote transmission by qualified personal indicates that it does not appear a magnet was used as the inappropriate shocks were due to noise/oversensing; of which a lead integrity alert (lia) was triggered for short v-vs and high rate non-sustained episodes. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.